Event description:
Caller reported a cartridge alarm 20 issue with their pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support decided to send a replacement pump with updated software to the customer, providing instructions for storage mode and return procedures. The customer understood all provided guidance and plans to continue using their current pump until the replacement arrives.